Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump error 25 due to the connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery and power error detected. The customer¿s blood glucose level was 117 mg/dl. The customer stated that they had power error detected and reset the internal battery. It was reported that the power error detected recurred within a week of troubleshooting of previous occurrence. The customer advised the pump will need to be replaced. The customer advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.